Event description:
Patient's father alleges that the rubber coating covering the top buttons of the pump came off, exposing the contacts themselves. Father reported that this morning the pump has become unresponsive to any kind of button press. No adverse event reported. Father stated an alternative in the form of insulin pens is available. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).